Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument exhibited a recognition issue and was unable to be used. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the nurse checked the instruments before the surgery and there were no issues. There was no instrument collision during the surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a missing teflon pad measuring approximately 0.103" x 0.396" in size. Additionally, further inspection identified mechanical indentation on the blade and thermal damage on the clamp arm. Investigation by the failure analysis engineer confirmed the issue. The information gathered indicates that the device may have contributed to the customer reported issue.